Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scan results of 'lo' (reading <40 mg/dl), 42 mg/dl, and 57 mg/dl and self-treating with sugar and juice. Customer reported the readings were lower than he felt so he self-presented to a hospital where a reading of 327 mg/dl was obtained on the healthcare meter, and he was treated with insulin. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scan results of 'lo' (reading <40 mg/dl), 42 mg/dl, and 57 mg/dl and self-treating with sugar and juice. Customer reported the readings were lower than he felt so he self-presented to a hospital where a reading of 327 mg/dl was obtained on the healthcare meter, and he was treated with insulin. No further details were reported. There was no report of death or permanent injury associated with this event.